Manufacturer narrative:
Medical device problem code (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a starclose se device after a percutaneous coronary intervention interventional procedure using a 6f sheath. Femoral imaging was not performed. Reportedly, there was resistance advancing the thumb advancer. The safety release button was not used; however, the device was removed without issue. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer deployment issue was not confirmed due to returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic starclose instructions for use (IFU) states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, vessel size, and the presence of disease. Additionally, the IFU states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following figure 6 of the closure procedure section. It is unknown if the IFU deviations contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.